Event description:
Yellow exudate, thought to be pus, noted at exit site. Swabbed and no growth and catheter to be removed. However, at the time of removal, it broke. It was successfully removed several hours later, via surgery. Exudate may have been lipids from tpn. Catheter was inserted to hub and therefore, unable to view any portion of the catheter while it was inserted.

Manufacturer narrative:
Observations and testing: received one used 26 ga x 30 cm s/l l-cath catheter with no packaging or identification inserts. The sample was received in 2 portions and was microscopic enhanced to investigate the area of separation. Conclusions: confirmation of the subject (catheter broken) was conclusive with the sample received for investigation. Confirmed separation of the catheter tubing occurred below the lavender strain relief. The sample revealed conclusive evidence (flaring and damaged, smooth and jagged edges on an uneven break) that the catheter tubing had received excessive stress and damage by a sharp object or instrument (misuse/mishandling). Corrective action project: a corrective action project will not be initiated for this specific incident because as a result of the investigation, there was conclusive evidence that the failure was contributed to (misuse/mishandling). (B)(4). Date submitted: 08/20/2010.